Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd posiflush¿ normal saline syringes had difficult plunger movement that couldn't be pushed more than halfway during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse is doing PICC maintenance for the patient, the flush cannot be pushed when it is half pushed, and immediately replaced with a new catheter. The flush still does not move after the pre-filled catheter is removed."